Event description:
On (B)(6) 2012, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient's father for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient's father reported an alleged high reading of "71 mg/dl" with the subject that began on (B)(6) 2012 at 9:58pm. It is not known what the patient's normal blood glucose range is. As part of the patient's diabetes regimen, the father informed the cca that the patient is on an insulin pump. By 10pm later that evening, the father stated the patient became unresponsive; however it is not known what his prior reading was or what action the patient took prior to the alleged symptom. In response to the alleged issue and the patient's symptom, the father indicated the patient was administered glucose tablets/glucose gel by a non-health care professional (hcp) and emergency medical services (ems) was notified for assistance. It is not known what kind of additional treatment, if any, the patient received when the ems arrived. However, it was noted by the cca that the patient was tested by the ems meter with a result of "146 mg/dl" and was brought to the hospital. At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's father claims the patient obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia requiring medical intervention after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 (07/19/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found. The meter was found to work properly. The primary complaint was not confirmed. The retain test strips also passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.